Event description:
It was stated that the customer was hospitalized with a high blood glucose reading of 599 mg/dl. The nurse wanted to have the insulin pump checked to make sure it was functioning. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.